Event description:
It was reported that the patient had recovered from the infection after treatment and has been discharged from hospital. No further relevant information has been received. To date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that after the patient was implanted, the patient had obvious redness and swelling on the recent neck and chest incision sites. Upon follow-up the surgeon judged it was a postoperative infection and the patient was hospitalized for treatment. The patient was treated with antibiotics. The manufacturer's device history records of the patient's lead and generator were reviewed. Sterility of the products prior to release was verified. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.